Event description:
In 2009, the patient called for assistance with his insulin infusion device as he is visually impaired. He stated that last night he became confused after changing the insulin cartridge and did not know if his device was in run or stop. While troubleshooting, it was determined his device was in the stop mode and the patient was instructed on how to change to the run mode. The patient programmed a 3.5 unit bolus of insulin and mentioned that his blood glucose last night was 400-500 mg/dl. He disconnected the call before providing any details. The patient was called back but he declined any further questions and stated that "everything is fine." The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.